Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
It was reported that plif (posterior lumbar interbody fusion) operation was performed with polaris of l4/l5. When surgeon tightened a set screw with torque indicating wrench, he dropped the wrench on the floor. So he used a torque wrench and plug driver as substitution to tighten the set screw. He could not hear torque/ratchet sound even though he applied a lot of torque on the set screw. As a result, the set screw could not torque and was broken. The surgeon suspected that there was something wrong with the torque value. Investigation found the torque value was within specification. Both screws were discarded at the hospital. The center pentalobe was striped on one of the screws. The surgery was completed.